Event description:
My essure implant was forcefully inserted into my right fallopian tube. About two weeks later, I noticed my constant dry mouth and some embarrassing incontinence. It has been three months since I got essure and I have recurring yeast infections, soreness and itching in my vaginal area, sporadic bleeding, worsening incontinence, no sex drive, and questionable vaginal discharge. None of these symptoms became a part of my life until essure.